Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, screenshots show that an old version of bios was installed, and swissbit ram modules are installed. The customer reported successful update of the machine and will now start long-term test.

Event description:
The customer reported a scrambled screen, red alarm lights, and a strange sound while using the bellavista 1000. The customer confirmed that there was no patient involvement associated with the reported issues.